Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited rising pacing impedance that had nearly doubled in approximately four months. Additionally, the rv lead exhibited rising thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.